Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was attempted to be implanted within a distal/mid biliary stricture during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2011. According to the complainant, the patient's anatomy was not tortuous and no dilatation was performed prior to the procedure. During the procedure, the stent failed to deploy. There were no visible issues reported with the device. The procedure was not completed at this time. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. Investigation results revealed that the stent was partially deployed and the inner shaft was broken. Based on these results, this event is now considered reportable.

Manufacturer narrative:
Issue of stent partially deployed issue of inner shaft broken. A visual examination of the returned device revealed that the stent was partially deployed by approximately 10mm. The outer sheath was retracted by 10mm. The deployment handle was pushed forward off the stainless steel shaft. The inner shaft was broken at 265mm proximal to the distal tip. The proximal section of inner shaft was removed from the outer sheath by pulling the handle proximally. The distal portion of the inner shaft and the partially deployed stent were removed distally from the outer sheath. Examination of the inner shaft noted some damage and stretching at the break site. Examination of the deployed stent, the stent cup and the stent holder found no anomalies. No other issues were noted with the inner shaft or the outer sheath. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.